Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, had a blank display, and alarmed unexpected restart during a bolus attempt. The customer did not know the blood glucose reading. The customer stated that the alarm history also showed low battery, low reservoir and bad battery alarms. He declined to continue troubleshooting for the unexpected restart alarm and was advised to replace the battery. He also declined to troubleshoot for the blank display and failed battery test.